Event description:
It was reported that patient was admitted for sub-optimal clinical condition; full evaluation and a computed tomography (CT) did not clearly confirm flow obstruction at outflow cannula part. Echocardiogram ramp test shows increased unloading with increased revolution per minute (rpm). Lab tests showed no hemolysis. Right heart catheter was done, increased left atrial pressures. Plan was to stabilize the patient and adjust pharmacology treatment. In case of deterioration surgical revision would be considered.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was further reported that patient was being stabilized with adjustment of pharmacology treatment (blood pressure tuning), volume balance and adjustment of speed accordingly to echocardiogram. Patient's blood enzymes were partially elevated; physical activity was lower than usual. Conservatively, frequency of patient monitoring at home via ventricular assist device (vad) coordinator contact and hospital out-patient department visits were increased.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported outflow graft obstruction could not be confirmed through the evaluation of the submitted image. A direct correlation between heartmate 3 left ventricular assist system (lvas) serial number (B)(6), and the reported events could not be conclusively determined through this evaluation. The controller event log file contained events from (B)(6) 2025. No notable events or alarms associated with the pump were captured, and the pump appeared to function as intended at the fixed speed. The patient remains ongoing on hm3 lvas, serial number (B)(6). No further related events have been reported at this time. The heartmate 3 lvas instructions for use (IFU) is currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Section 5 of the IFU, "surgical procedures", outlines considerations for pump placement and provides instructions regarding the preparation, installation, and orientation of the sealed outflow graft. This section under "attaching the sealed outflow graft to the pump," instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. Section 5 of the IFU, under "preimplant procedures" and "implant procedures" cautions the user: "the sealed outflow graft must not be kinked or positioned where it could abrade against a pump component or body structure" and "stretch the sealed outflow graft completely prior to measuring and cutting the graft to the appropriate length." The current revision of the instructions for use (IFU) can be found on the IFU page of the abbott website. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.